Manufacturer narrative:
This supplemental report is being submitted as additional information has been obtained because the subject device has been returned to olympus medical systems corp. For evaluation. During the evaluation, the reported phenomenon did not duplicate. There was a water leak at the distal unit of the insertion tube. There were also scratches and chip on the glue of the bending rubber. The exact cause of the reported event could not be conclusively determined however, it will be a possible cause that water or chemical solution intrudes into the subject device and the image unit was short-circuited as there was a water leak at the distal unit.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was not returned to aizu olympus for evaluation. Since the reported phenomenon has not been reproduced later, the facility continues to use the subject device. The manufacturing record of the device was reviewed without irregularity. Since the subject device was not evaluated, the exact cause of the reported phenomenon cannot be determined. If important and additional information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the endoscopic image disappeared during laparoscopic assisted distal gastrectomy with the subject device. The procedure was completed with another device. There was no patient injury reported.